Event description:
It was reported that prior to a transarterial chemoembolization procedure, it was noted that 'it was about to be broken.' The procedure was completed with another super sheath device. As there was no contact with the patient, no complications were reported

Event description:
It was reported that prior to a transarterial chemoembolization procedure, it was noted that "it was about to be broken." The procedure was completed with another super sheath device. As there was no contact with the patient, no complications were reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - the sheath, dilator, and guide wire were returned for analysis. Pressure testing was performed and the leakage was confirmed from the hemostatic valve. The applied pressure was 500 mmhg. Inspected hemostatic valve revealed a damaged part in the valve. The convex portion which is supposed to fit with the dilator hub of the sheath main body was deformed. It is assumed that this deformation caused application of an excessive tightening force when the dilator was set to the sheath and locked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).